Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were replaced to address the issue. Therapy was restored post-operatively. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126341.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.